Event description:
Staff state "plugged cords into the generator. Asked for cut and coag to be turned up to 60/60. After doing so, there was a pop sound. The cord was singed. Cord and generator taken to biomed."